Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt reported again getting "tremendous jolts" on halloween and stated the jolts were "pulling" pt off their feet. Pt stated they were feeling this down in the lower region towards the back of their pelvic bone. Pt stated this would come and go, then was kind of steady, then stopped. Pt reported the message they are getting with the dr has code por. Reviewed por message meaning. Pt also reported "it shows a dead battery, low battery life". Reviewed eos information. Pt stated previous hcp is no longer in service and stated they are looking into getting a new hcp to follow up with. Redirected pt to hcp to discuss this issue. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient thought their implant battery was dead. The caller stated they felt "awful jolts in the lower region" and thought maybe the stimulation was just too high; so they checked the implant with their controller and saw a doctor face and telephone (code asked/unknown). The caller stated they didn't remember if the controller showed the battery low or empty. Troubleshooting was unable to be performed as caller did not have the controller with them at the time of the call. The patient was redirected to their healthcare provider to further address the issue. The patient noted that their previous hcp had left and now they didn't have a doctor so patient services sent the patient health care professional (hcp) listings.